Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated: b5, d8, d10, g3, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water cylinder and foreign material in the air/water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported the gastrointestinal videoscope was dirty. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.